Event description:
Healthcare professional reported left side capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Photo device analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Anxiety:unable to observe as it is a medical event that is not related to the device. Device appears to trigger rejection:unable to observe as it is a medical event that is not related to the device. Lot number in the batch: 1649765 and catalog: 115-290.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and textured implant exchange. The device has been explanted.